Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6)2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two unsuccessful follow up attempts to the patient. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, 4pm¿. The patient reported obtaining inaccurate high blood glucose results of ¿455mg/dl¿ on the subject meter compared to ¿356mg/dl¿ on a hospital meter, the results were obtained less than 30 minutes apart. The patient manages her diabetes with insulin (no adjustments). The patient denied making any changes to her diabetes management routine as a result of the alleged product issue. The patient denied developing any symptoms. On ¿(B)(6) 2015, 4pm¿. The patient reported that she received health care professional (hcp) treatment in the emergency room (ER) with IV fluids. Details of the medications were not specified. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the blood glucose results were taken from an approved sample site and the correct testing steps were followed. Cca noted the test strips were stored correctly and not passed their expiry date, the test strip vial was intact and the patient did not have control solution to carry out a retest. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The treatment the patient received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.